Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the defective power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Event description:
It was reported to olympus that a "substantial" delay was not reported and there was no adverse health effect to the patient, attributed to the delay. It was confirmed that there was no patient injury that occurred and no medical intervention, associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed as the returned device failed to power on; the cause of the failure to power on was determined to be a power supply unit failure. Additional evaluation findings are as follows: 1.) Foot switch did not function due to a circuit board failure; 2.) Error "e212" due to circuit board failure; 3.) Deformed wire noted; 4.) Net spacer found damaged; 5.) Corrosion noted on rear panel, rear panel connector and chassis; 6.) Minor scratch noted on the top cover and front panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a diagnostic bronchoscopy procedure, the olympus, evis exera iii video system center shut off. An attempt was made to power on the device but without success. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.